Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that she experienced a low blood glucose reading of 32 mg/dl. The customer stated that the reservoir was empty but the insulin pump still read that there was 200 units of insulin remaining in the reservoir. The customer's husband treated her at home and she was not hospitalized. The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.